Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer states that the right crossbrace is broke at the weld.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the crossbrace to broken at the center bolt hold. The underlying cause could not be determined.

Event description:
The dealer states that the right crossbrace is broke at the weld.